Event description:
It was reported that a user of the ilet experienced hyperglycemia after a breakfast bolus when they ate less than usual and announced a reduced meal; blood glucose reportedly rose to 280 mg/dl soon after bolusing and later returned to 90 mg/dl. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without alarms, hospitalization, or long-term impact. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms or malfunctions and no device component issues identified, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.